Event description:
It was reported by service report that the scale was inaccurate due to the bed not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported the scale was inaccurate due to the bed not being zeroed properly; however, this was reported in error. The scale was inaccurate due to a malfunctioned load cell.

Event description:
It was reported by service report that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.